Manufacturer narrative:
Pre-procedure. No injuries. Unit was not returned for evaluation. Per the sales rep, the unit was disposed of. It is not possible to verify an assignable cause for the malfunction without evaluating the alleged complaint unit. The DHR for microtip lot 32613-01 was reviewed and showed that the units met manufacturing specifications and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece was accidentally thrown away. Please remove from sos trunkstock w-816. (Dr. (B)(6)).